Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the bc190-05, nasal tubing 50mm was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: the customer reported that the bc190-05, nasal tubing 50mm was leaking air. Conclusion: without the complaint device, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in china reported on behalf of a healthcare facility that the bc190-05, nasal tubing 50mm was leaking air. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Corrections: section h11: corrected result, conclusion. Section h6: corrected investigation findings & medical device problem codes. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the bc190-05, nasal tubing 50mm was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the provided photo revealed that the bc190-05, nasal tubing was torn. Conclusion: reported complaint device leaking air could have been caused by the torn tubing. Without the complaint device, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in china reported on behalf of a healthcare facility that the bc190-05, nasal tubing 50mm was leaking air. There was no reported patient consequence.